Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, loss of capture and dislodgement were observed on the left ventricular (lv) lead. Diagnostic imaging confirmed lv lead dislodgement, and the lv lead was successfully explanted and replaced. The patient was stable with no adverse consequences.